Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus received a voluntary medwatch report number mw5045034 stating, "during laparoscopic portion of the procedure, thunderbeat handpiece malfunctioned, second handpiece opened, second thunderbeat malfunctioned as well, after inspecting second device half of small plastic was noted to be missing. Doctor was notified, surgical field and surrounding area were searched by all the team members, inside of patient's abdomen was inspected with laparoscopic by surgeon, missing piece of thunderbeat was not located." No patient injury was reported. No further information was provided. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results.